Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported several instances of the tip of the st1 probe being sheared off and then questionable low results were received. About 25 patient samples were involved. Of the data provided for four patient samples, only the results for three patient sample were discrepant. Patient sample 1 urine creatinine (creatinine jaffégen.2) initial result was 40 mg/dl and the repeat result was 120 mg/dl. Patient sample 2 initial result was 0.5 mg/dl and the repeat result was 101.3 mg/dl. Patient sample 3 initial result was 0.7 mg/dl and the repeat result was 144.9 mg/dl. The initial results were reported outside the laboratory. All results were corrected within 30 minutes of the original result and no patients were treated on the basis of the original results. There was no adverse event. The field service representative determined there was a mechanical and electronic failure. The sample module pcb, sample flex cables, z rope and z motor were replaced. The optics and lamp were replaced for preventative measures. A friction test was performed which was ok. The customer performed qc which was all within specifications.